Event description:
A doctor reported a damaged lens was implanted in a patient's right eye. The surgeon noticed the optics of the lens was damaged after opening the container. As there was no back up lens available, the surgeon preferred to implant the damaged lens rather than leaving the patient aphakic. The lens was explanted in a second surgery. Additional information has been requested but not received to date.

Manufacturer narrative:
A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).